Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a one-link non-dehp standard bore catheter extension set. This occurred during unknown steps. It was stated that there was no flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.